Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib pace device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was observed and attributed to user mishandling. During the investigation, the technician found damages to the device. The observed damage was not consistent with normal wear and tear. The monitor board cable pins were realigned. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.